Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: burned probable root cause: heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that following shoulder arthroscopy with electrosurgical use of electrosurgical probe, presence of a ¿burn¿-type dermabrasion on the shoulder under the arthroscopic trocar entry points. No medical intervention was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that following shoulder arthroscopy with electrosurgical use of electrosurgical probe, presence of a ¿burn¿-type dermabrasion on the shoulder under the arthroscopic trocar entry points. No medical intervention was reported.